Manufacturer narrative:
Results and conclusion: the reported condition was not confirmed, however, a secondary condition of broken needle was noted.

Manufacturer narrative:
(B)(4). Post marketing vigilance (pmv) received one endo stitch* 10mm suturing device, opened by the account with the display box in an undamaged condition. A broken needle was observed in the jaws of the instrument and another part of the broken needle was received. The jaw gap was measured and the instrument met specification. Witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle were noted for the device. The broken needle was removed from the jaw. The instrument was then loaded with a needle from the pmv inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. The instrument was found to function properly and each needle remained intact. No difficulty was experienced in loading, unloading, or toggling the needle. Visual and functional testing of the returned sample confirmed the product met quality specifications.. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. A secondary condition of a bent needle was noted. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a laparoscopic anti-reflux and hernia procedure, it was noticed that the device would not unload correctly. The device needle appeared to be jammed. There was no patient injury. No further information was made available.